Event description:
There was noise on rv lead while patient says he was vacuuming. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2019 - per rep (B)(6), this lead shows noise when the patient was sleeping. (B)(6) 2020 - we were informed that pacing impedances on this lead intermittently rose above 200 ohms, leading to noise and inappropriate shocks in (B)(6) 2019. The lead was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.